Event description:
Report received from the u.s. Stating that the device needed service. It was found to have sleeve corrosion. It is unk if the device was being used during surgery. It is unk if injuries or medical intervention were reported. It is unk if there was a delay in surgery. There was no additional info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. Ref: (B)(4).